Event description:
It was reported that the ilet screen cracked after the patient fell onto the device; the fall was described as unrelated to diabetes and attributed to age, and a replacement device was arranged. Symptoms included no reported injury or glycemic issues. Outcomes included no clinical impact and no changes to therapy. Investigation included a review of the reported event and verification of device details. Investigation of this case revealed physical damage to the display consistent with external impact, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related external mechanical damage.